Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Reportedly, the pump had been exposed to water prior to the issue occurring. The customer's blood glucose (bg) was 275 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.